Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, raynaud's phenomenon.

Event description:
Patient reported via breast implant follow-up study (bifs) "raynaud's phenomenon" and "firm and looks abnormal due to capsular contracture". Later healthcare professional reported right side "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ raynaud's phenomenon: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Patient reported via breast implant follow-up study (bifs) "raynaud's phenomenon" and "firm and looks abnormal due to capsular contracture". Later healthcare professional reported right side "rupture". Device has been explanted and replaced.